Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. No suture was present when the plunger of the second proglide device was removed. The suture of the third proglide device was successfully pre-placed, the lever was returned to its original position to close the foot; however, the device was difficult to remove. The proglide device was pulled and was able to be removed but the posterior foot was noted to have separated from the device. The suture of a fourth proglide device was successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures; however, no pulse was noted on the leg. Surgery was performed at the access site. The broken foot plate was found to have occluded the vessel and was removed from the patient's anatomy. There was no tissue damage. There was a reported clinically significant delay in the procedure or therapy. The patient was admitted, length of stay was extended. Patient is doing fine. No additional information was provided.